Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that when the electrode was placed on the vagus nerve, vigorous movement was observed in the vicinity of vocal cord following pressing the coagulation button of monopolar electrosurgical knife during a thyroid tumor extirpation procedure. The physician requested to confirm if there was current flowing because no movement occurred in case that the button was not pressed. No response was observed although confirmation was made by pressing the button of monopolar electrosurgical knife after removing the electrode. The physician also requested to confirm if injury occurred to the patient's nerve in case of current flowing. The procedure was completed successfully with the device without delay and with no occurrence of paralysis. There was no patient impact.